Event description:
Healthcare professional reported "a rupture on left side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: opening, wear abrasion, crease fold, underweight. A microscopic analysis was performed which identify crease sharp opening on anterior. Stress marks. Based on the device analysis the final assessment is: -a crease sharp opening on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b3, d9, g2, h3, h6.

Event description:
Healthcare professional reported "a rupture on left side." Device has been explanted.